Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 12 weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vaginosis ("me all the time (bacterial vaginosis)/ infection "), rash ("breakouts"), flatulence ("gas"), pyrexia ("fever"), fungal infection ("yeast infection") and itching scar ("scar itching"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, bacterial vaginosis, rash, flatulence, pyrexia, fungal infection and itching scar outcome was unknown. The reporter considered bacterial vaginosis, flatulence, fungal infection, itching scar, medical device removal, pyrexia and rash to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, bacterial vaginosis and rash". Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Event gas , itching scar , fever & infection were added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 12 weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vaginosis ("me all the time (bacterial vaginosis)") and rash ("breakouts"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, bacterial vaginosis and rash outcome was unknown. The reporter considered bacterial vaginosis, medical device removal and rash to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, bacterial vaginosis and rash". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.